Event description:
Patient will require re operative intervention due to recalled product. He had endovascular aaa repair (B)(6) 2013 with endologix endovascular stent. He had yearly f/u per guidelines and now has rapidly increased size of aaa new type 3 endoleak requiring replacement of graft to prevent aaa rupture. FDA safety report ID# (B)(4).